Event description:
It was reported that, the pt started experiencing pain in the incision area. He can no longer drive. Walking and normal daily activities are very difficult. Blood work revealed metal fragments. The fluid they retrieved from an aspiration should have been clear but was very cloudy. The pt has to undergo a revision.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report. This is the same pt/event as MFR # 9616680-2012-00604.